Event description:
Ous MDR - after an implantation time of about 2 weeks, low sensing values and impedance values outside of the tolerance range were reported. X-ray images confirmed that the lead was dislodged. The lead was repositioned on (B)(4) 2014. It remains actively implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.